Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specification. Patient's medical history may have contributed to the implant failure.

Event description:
Product was returned as implant failure after 8 months. Based on the report, the patient has a medical history of cardiac disease, oral hygiene was described as moderate, and bone condition was described as good. Surgery was traditional two stage on tooth #22, the fixture was placed with primary closure, and a denture prosthetics attachment was used. Doctor indicated that the implant was removed, because it became loose after 8 months of function; it failed to osseointegrate.